Event description:
Device 1 of 3. Reference MFR report #1627487-2015-12349. Reference MFR report #1627487-2015-12350. It was reported, the patient's stimulation was ineffective due to a fractured lead. The physician was unable to reposition the leads and explanted the leads, devices 1 and 2. The physician then attempted to place a new lead, but was unable to position the lead, device 3. The physician implanted two different model leads which provided effective stimulation to the patient. The procedure was extended two hours.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.